Manufacturer narrative:
This event was reported in the interim post-approval study status report for PMA p040047, (B)(6) 2011. At the time of this report, the symptoms had resolved. The device history records for coaptite lot 1016640 were reviewed; all required testing specs had been met prior to release, and there were no abnormalities noted.

Event description:
A pt (B)(6) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt was injected on (B)(6) 2010 with 2.0 ml of coaptite (lot 1016640 x2). The pt developed moderate urinary retention (same day as procedure) and was treated with foley catheter. The catheter was removed on (B)(6) 2010 with further issues.